Event description:
It was reported that elective replacement indicator (eri) status was noted from a remote transmission prior to a routine device check. The data that was reviewed also indicated low impedance values for both the atrial and ventricular leads. The patient was seen for a follow up visit and the eri condition was confirmed and it was determined that this was an eri lockup issue. The eri indication was cleared and the setting was changed back to its original one. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: addr01 implantable pulse generator (ipg), implanted: 2011 (B)(6). (B)(6).